Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause of the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the instructions for use states: prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.

Event description:
Subsequent to the previously filed medwatch, the returned device analysis revealed the stent implant was on the packaging stylet; therefore, it is concluded that the stent dislodged prior to use, not in the patient anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with 70% stenosis in the marginal coronary artery. The 3.0 x 8 mm rx vision stent delivery system (sds) was not inspected prior to use in the patient. When the sds was positioned at the target lesion, it was noted that the stent implant was not on the balloon. The stent could not be found using radioscopy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.